Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was found a light leakage, suggesting a fiber break. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was found a light leakage observed about 10 cm near to the fiber connector, suggesting a fiber break. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified no visual or functional failures. The fiber card data showed that the fiber was not expired and was recognized by the system. Based on the analysis result and information available, there was no fiber break found during analysis; therefore, the reported event was not confirmed. The investigation is assigned a conclusion code of no problem detected. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was found a light leakage observed about 10 cm near to the fiber connector, suggesting a fiber break. The procedure was completed with another fiber without patient complications.